Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-13048; related manufacturer report number: 2017865-2021-13049. It was reported that the patient experienced a high fever and presented in the hospital. It was confirmed that the patient had a staph bacteremia infection. The system was explanted on (B)(6) 2021. The patient was in stable condition.